Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient was explanted in 2007 due to persistent, uncomfortable sensation at the implant site. The patient was implanted with a new device during the same surgery.